Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the outpatient clinic presented with klebsiella aerogenes and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal cefepime (dosage and frequency unknown) and oral ciprofloxacin at 250 mg for 9 days (continued post-discharge). The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection as he was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2025. It was confirmed, though the exact cause of the infection was unknown, there was no indication the peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he continued hd therapy on an in-center basis post-discharge with a plan to return to ccpd therapy on the same liberty select cycler once cleared by his physician.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection cannot be determined; however, there was no indication this patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2025 following abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the outpatient clinic presented with klebsiella aerogenes and an elevated wbc count (exact count not reported). The patient was diagnosed with peritonitis due to an unknown etiology. The patient was prescribed intraperitoneal cefepime (dosage and frequency unknown) and oral ciprofloxacin at 250 mg for 9 days (continued post-discharge). The patient¿s pd catheter (not a fresenius product) was removed due to the nature and severity of infection as he was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course, and he was discharged home on (B)(6) 2025. It was confirmed, though the exact cause of the infection was unknown, there was no indication the peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient recovered from this event as he continued hd therapy on an in-center basis post-discharge with a plan to return to ccpd therapy on the same liberty select cycler once cleared by his physician.